Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate generator, model and serial numbers unknown smartablate pump, model and serial numbers unknown full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac arrest (requiring cardiopulmonary resuscitation/code procedures) and death. At the end of the procedure, while sheaths and catheters were being removed, the patient became hypotensive and tachycardic. Protamine was administered. Cardiothoracic surgeon was consulted, as thoracic hemorrhage was suspected. Patient received 2 units of blood. Patient continued to decompensate and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) and code procedures were performed. Despite extensive resuscitation efforts, the patient expired. Patient did not require extended hospitalization, as the patient expired on the day of the procedure. Medical history includes hypertension, chronic obstructive pulmonary disease (copd), paroxysmal atrial fibrillation, and tobacco use. Physician suspects that the adverse event was procedure-related. Physician¿s opinion regarding the cause of death is a suspected thoracic hemorrhage, pending autopsy results. It was noted that it is not believed that a bwi product was responsible for the adverse events. Transseptal puncture was performed under intracardiac echocardiography (ice) guidance. Patient received anticoagulant during the procedure. Activated clotting time (act) was greater than 350 seconds. It was noted that all relevant tests and laboratory data were within normal limits. There were no reports of product malfunction.